Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer screen was broken and the stylus pen connection was loose. The overlay bezel assembly and stylus were replaced and calibrated. The programmer's hard drive was reconfigured and loaded with updated software. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer screen was broken and the pen connection to the programmer was broken or loose. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.